Event description:
Received info stating that customer smelled insulin and a leak was suspected but could not be confirmed. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up report will be submitted.